Event description:
It was reported that prior to an unknown procedure, at the self-check test, the hand switch could not be activated and also an error was displayed. The foot switch was able to be activated without problem. There were no adverse consequences to the patient.

Manufacturer narrative:
Eval summary: the device was tested for hand-activation and the min assembly button was not functional. However, the max assembly button worked as intended. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.